Event description:
It was reported that the patient was admitted for a possible gastrointestinal bleed. The patient experienced dizziness, lightheadedness, and mean arterial pressure in the 60s. The patient has had 2-3 coffee ground bowel movements since (B)(6) 2022. On (B)(6) 2022 the patient had patient an esophagogastroduodenoscopy (egd) and received 2 units of packed red blood cells (prbcs). The patient had a hiatal hernia, positive candidiasis, and h-pylori gastritis. The patient was treated with oral antibiotics, fluconazole for 7 days, levaquin, amoxicillin, and flagyl for 10 days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. In addition, a specific cause for the reported infection could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.